Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the burr got stuck with the wire. A 1.50 mm periph rotalink plus and rotawire were selected for use. During the procedure, the rotalink catheter got stuck in the wire and wasn't able to advance. Furthermore, the wire kinked when they tried to advance the rotalink and they have to remove everything out of the patient as the rotalink got stuck in the same spot of the wire. The procedure was completed with a different device. No complications were reported.